Manufacturer narrative:
This follow up MDR is being submitted to document that the device involved in the reported event has been identified as available for return. At the time of this submission, the device has not yet been returned to the manufacturer and therefore has not been evaluated. A subsequent follow up MDR will be submitted if additional information becomes available following device receipt and evaluation.

Manufacturer narrative:
Updated information: d3 MFR fax number added. G1 MFR site name, danvers, removed. H6 med dev prob code added a140505.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Us clinical narrative: an impella cp was inserted via the 14fr introducer to support the 75-year-old male patient who had been admitted in with indication of acute myocardial infarction and cardiogenic shock, presenting in scai stage d shock. The underlying medical history was not shared. The 14fr introducer was used for the pump placement as well as single access for the angioplasty equipment. The physician and medical team observed persistent bleeding/fluid leaking from hemostatic valve on the 14fr, after impella placement. Once the angioplasty was completed and the single access sheath was removed, they removed the 14fr and exchanged for repositioning sheath. No further intervention was needed for the leak from the 14fr. The patient was then sent to the ICU for continued monitoring on the impella cp. The pump started to alarm for suction that they could not effectively troubleshoot by lowering of the pump p-level. Imaging confirmed the pump to be in appropriate position but, the flows/suction issue persisted. The team gave volume and began to monitor the pump and patient for any harm or injury such as urine color change. When the pump began to show saturation and motor current rose, the decision was made to explant the pump due to concerns of possible pump failure. The patient was noted be stable post explant and as such, it was not replaced. No additional adverse events related to device function or insertion were documented nor was any intervention beyond the explant of the pump.

Manufacturer narrative:
B5: added related device information. H10: added the impella introducer report number.

Event description:
This impella cp device report is one of three devices associated with the event. Refer to the related manufacturer report number as noted in section h10 for the medical device report on the impella introducer. The report for the impella aic is in progress.